Event description:
It was reported by service report that the foot end o2 bottle holder assembly was broken and there were sharp edges. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
O2 bottle holder; exposed sharp edges.